Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no additional patient information provided.

Event description:
The customer reported a false elevated ca125 initial result of 53.4 u/ml, when processing on the architect i2000sr. Another tube from the same sample generated a result of 14.3 u/ml. The sample was retested again and yielded results of 55.2 u/ml and 51.6 u/ml. A second sample was drawn and yielded results of 42.1 u/ml and 25.9 u/ml. Results from another architect gave a result of 28 u/ml. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of the customer issue included a review of complaint activity, tracking and trending review, a review of field data, and a review of labeling. Review of complaint activitiy determined there was normal complaint activity for the likely cause lot 92014m800. Tracking and trending report review for the architect ca 125 assay determined that there were no related adverse or non-statistical trends. Using worldwide field data, the performance of reagent lot 92014m800 was evaluated and median result was within the established control limits, therefore no unusual reagent lot performance was identified. Review of the device history was performed and no issues were identified. Labeling was reviewed and found to be adequate. No systemic issue or deficiency of the architect ca 125 ii assay was identified.